Event description:
During a gastrointestinal bleed procedure the tip with needle guide tube assembly detached inside the patient's stomach. The tip with needle guide tube assembly was retrieved by the physician.